Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The introducer sheath was ovalized approximately 7.0 cm from the distal tip. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If the rotating hemostasis valve (rhv) is overtightened on the introducer sheath prior to advancement, damage such as this may occur. The ovalization in the introducer sheath likely contributed to the resistance experienced during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed three ruby coils using a lantern delivery microcatheter (lantern). The physician then felt resistance advancing another ruby coil out of its introducer sheath and into the lantern, and therefore the ruby coil was removed. The procedure was then completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.